Event description:
For the first 6 months after getting essure implanted I bleed very heavily. I was seriously sick. White as a ghost and was so very weak I couldn't get out of my bed. I was in emergency rooms and dr appointment and everyone said I was fine and normal. I lost all control of my body and wasn't able to be a mother to my beautiful children and play with them. After the bleeding had stopped I've gained numerous pounds of weight and nothing explains why. My healthy diets have never changed or anything. I have had severe migraines from the day I have had essure implanted and with ton of medical bills and no drs help, I self medicated by ibuprofen and had caused kidney damage. My back and body also hurts with so much pain that not even a scolding hot bath will help. Also every month I have mood swings like I'm going through menopause. One week I'll be crying, another I'll be so crabby and want to cut peoples' heads off, another I'm in so much pain I just want to be left alone. On top of, my partner has suffered from essure as well because my sex drive has gone out the window and im (B)(6).